Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The devices remain implanted and are not available for analysis. Also was used: pxc121000j/ (B)(6); UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular techniques. Additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to arterial or venous thrombosis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis (ibe). On (B)(6) 2023, lots of thrombi were found inside the rlt281218j /(B)(6) and pxc121000j/(B)(6)devices implanted on the right side. Therefore, two additional contralateral leg components were implanted in the right side to reline the previous device and fix the thrombi. The patient tolerated the procedure.